Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir of the insulin pump had a leak. The customer¿s blood glucose level was unknown. The customer reported that while taking off the transfer guard the top of the reservoir came out. The reservoir leaks from the top. The customer found no fluid or insulin in battery compartment, reservoir compartment or under the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir (transfer guard not returned) . Performed pre-fill reservoir test using a new lab transfer guard. Found reservoir no leakage anomaly during filling. Also checked reservoir snap-caps width dimensions. Using a new lab infusion set connected reservoir and found easy to connect or release. Evaluated two open and used reservoirs. Performed a visual inspection using appendix f; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to verify snap-caps dimensions.